Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 300cc mentor memorygel breast implant; catalog number: 3503001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient enrolled in a clinical study underwent revision breast augmentation with a 300cc mentor memorygel breast implant and was presented with left side early onset seroma. Surgical intervention was performed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 30, 2022, mentor became aware that manufacturer report number 1645337-2019-20730 is a duplicate of manufacturer report number 1645337-2020-05695. No further regulatory reporting to us FDA will be done in this complaint file. Please see manufacturer report number 1645337-2020-05695 for any updates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade iii in addition to left side early onset seroma, and surgical intervention. Also, mentor became aware that the patient underwent bilateral explantation on (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2020. - health effect - clinical code capsular contracture has been added to field h6 - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).